Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm. Customer¿s blood glucose was 127 mg/dl at the time of incident. Customer¿s also reports that they did not receive low battery alert prior to the off no power. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test , off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no off no power alert, unexpected battery out limit alarm and spi to motor pic communication error alarm noted.